Manufacturer narrative:
Several devices were used through the versacross sheath during the procedure. It is not known which device use may have contributed to this event. However, as a baylis medical device was reported in the event, baylis medical has decided to submit this report. DHR review was completed for the device in question and all devices in the lot fulfilled all requirements prior to release.

Event description:
During a procedure where the versacross transseptal sheath was used among other devices, a suspected clot was observed in the left atrium on the pentaray catheter (biosense webster). Attempts to retrieve the clot were not successful as it could not be visualized during the retrieval process. The versacross transseptal sheath was flushed after the procedure and some plastic material was ejected from the tip of the sheath as the dilator was being pushed through it.